Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2019-apr-16 reported that interrogation of the device was performed on (B)(6) 2019. Impedances showed that several electrodes were nonfunctional with values >10000 ohms. Impedances were checked multiple times and the affected electrodes changed with each check but each time they were all on the 8-15 lead. The affected electrodes were the same electrodes used to provide paresthesia coverage. Additional information was received from the consumer on 2019-apr-26 that they were still waiting for a replacement to be scheduled for their broken system. It was reported that the patient had pain creeping back up to the original pain levels. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #:(B)(4), ubd: 21-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient noticed certain movements caused the lead (confirmed to mean stimulation) to intensify. The patient stated they knew this could be normal but suddenly they noticed that if they moved a certain way stimulation would shut off and when they move back it turns back on. It was noted that the patient moved back and forth and this went on for about an hour until the stimulation stopped and would not come back on. The consumer thought the lead broke or something. During the call it was confirmed that the patient programmer showed stimulation was on and the ins was fully charged. There were no falls or traumas and adaptive stimulation was not enabled. The issue started in the last couple of weeks ((B)(6) 2019) but had progressed suddenly on the day of the call. No further complications were reported.